Event description:
The manufacturer received information alleging patient's husband reports that at approximately 05:15 am (20/12/22) his wife woke up gasping as the niv had cut out. It beeped and then reset itself. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.